Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) invasion of blood into unit. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Event site postal code: (B)(6). A getinge field service engineer (fse) dispatched on to investigate the issue and fault detected, blood invasion through the catheter tube detected. Fse inspection to verify spare parts involved. The fault did not cause any harm to operators/patients. Again on fse investigate and stated as replacement of spare parts pneumatic module assy, rohs , vacuum tube assembly, pressure tube assembly as per list with diagnostic and functional tests. Repair completed.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a